Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection was performed and it was observed that the female adaptor was properly connected from the grommet. A dimensional inspection was performed on the components and no dimensional issues were found. The female adaptor tubing was found to be within dimensional specification. Based on the investigation performed, the reported complaint could not be confirmed. Due to an increasing number of complaints for disconnection, a CAPA request was initiated to further investigate this issue.

Event description:
Customer reported the adaptor detached from the mask during use. A new device was used. No patient injury or harm reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the adaptor detached from the mask during use. A new device was used. No patient injury or harm reported.